Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device found that the sheath was stretched and torn at 22.5cm from the burr housing strain relief. A video was attached to the complaint record showing the device leaking from the torn sheath in accordance with findings during analysis.

Event description:
It was reported that a tear rip in the sheath occurred. The 39mm x 3.0mm in diameter, 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During preparation, a water leakage was noted when the rotary grinding fluid was opened. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Event description:
It was reported that a tear rip in the sheath occurred. The 39mm x 3.0mm in diameter, 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During preparation, a water leakage was noted when the rotary grinding fluid was opened. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.